Event description:
During a lap chole, 1/2 of the distal jaw broke off of the device and dropped into the surgical site. It was retrieved and the the procedure was not alerted. No injury to the pt was reported."